Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2013. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 15968901, model/catalog description: artisan lead 50 cm. Model number/catalog number: sc-4316, serial number: n/a, batch/lot number: 16224115, model/catalog description: clik anchor. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection. No further information could be obtained.